Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a bad electrical contact of circuit board in scope connector may have occurred by influence of invaded moisture device at scope connector due to the following causes: a) stress, such as opening venting connector was accidentally applied while the device was under water. B) foreign material such as fragments of cleaning tool was caught in valve of venting connector which made venting connector unclosed. C) when used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor/ leak test air tube was broken. Then, moisture invaded scope connector that invaded tube when leakage was detected. D) the device which sterilization cap was attached, immersed in reprocessing liquid. E) connector cap of leakage tester was attached to wet venting connector. F) leakage tester was attached/detached while the device was under water. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states the following. 1.4 warnings and cautions: ¿before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ 5.4 leakage testing of the endoscope: perform the leakage test: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , service repair noted found no image (black) , observed foggy image after device aeration. Fluid invasion observed. Furthermore, the following findings during device evaluation were noted : loss of the scope ID information (no data/after aeration), switch of function . The adhesive of the bending section is lifting control body ( found fluid- wet with corrosion). Scope connector (fluid found (wet corrosion, scratch on boot noted). Scope label worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "it did not turn on". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.device evaluation found issue with electrical continuity error due to water invasion (no image observed).